Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated it to 4.5mm to occlude the vessel. The physician then inserted a balloon catheter and attempted to inflate it and the physician noticed that the occlusion balloon had deflated. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the occlusion balloon wire from the patient and the case was completed successfully. The patient is reported to be fine.